Event description:
It was reported that the implant was unable to be placed due to a lack of primary stability. Patient will return for implant placement in the future. Tooth #3.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k101880. Summary investigation.